Manufacturer narrative:
The product was returned for analysis and straight trailing haptic was observed. Adm received loose in the product carton. The lock-out assembly has been removed. Viscoelastic is observed in the device. The plunger and the lens are advanced into the mid nozzle. The plunger is at the trailing optic edge. The leading haptic is folded onto the optic. The trailing haptic is extended straight with distal portion facing the lens bay. We are unable to determine the root cause for the reported complaint "lens doesn't fold". Trailing haptic is extended straight. The trailing haptic position indicates it was not in a proper position for advancement per the provided diagrams in the dfu. The dfu instructs: "visually inspect the lens to determine the position of the leading and trailing haptics. Verify that the plunger is in contact with the trailing optic edge." Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that lens did not fold. Additional information was requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).